Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer noted a frayed cable and the clip would not stay in jaws. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no apparent issues. No damage noted or it would not have been used if identified prior to procedure. Issue occurred while attempting to clamp on a vessel or tissue. The issue was related to the clip applier jaws remaining static. The issue was not related to unexpected motion of the clip applier. Issue was not related to an unsuccessful clip application. No clip opening after closure of the clip. M/l wecks were used for the procedure. A backup was used to resolve the issue. The instrument should be in our possession as it was shipped on 07/09/2025. No photos or videos are available for review.